Event description:
Customer reported he went to the emergency room because he fell outside his garage. The emergency room visit was on (B)(4) 2014. His blood glucose was unknown at the time of admission, but prior to admission it was 68 mg/dl. Customer stated he went out to his shed to lock it and his blood glucose dropped. He stated he had eaten two squares of lasagna in the afternoon causing his blood glucose to continuously rise. Customer stated he may have overcorrected for the food, causing his low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).